Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced cold sweat and unresponsiveness. The spouse attempted to treat the patient with sugar under the tongue, but the patient would not open his mouth. The spouse called an ambulance and emergency medical service treated the patient with a sugar IV. The patient was transported to the emergency department and was discharged after 4-5 hours. At some point during the event, the cgm was reading 65 mg/dl and the blood glucose reading was 29 mg/dl. There was no documentation of further medical intervention or evaluation. At the time of the report, the patient was okay and stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.